Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level in the 500's mg/dl and diabetic ketoacidosis (dka). The customer delivered a correction bolus and may have performed and infusion set site change to address the bg levels. Reportedly, the pump supplies had been in use for 3 days. No issues were observed with the pump supplies in use during the occlusion alarms. Due to the high bg and dka, the customer was hospitalized. While in the hospital, the customer received treatment in the form of dextrose, fluids and sodium. The treatment decreased the customer's bg level to a range between 200-300's mg/dl. The customer was then able to resolve their bg level by resuming insulin deliveries via the pump after performing a supply change. The customer was released from the hospital 2 days later. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.